Event description:
It was reported that during a radical prostatectomy procedure, the clips scissored and opened during the procedure. A hemorrhage occurred which was controlled by manual suture. No transfusion was performed. There were no clinical consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.